Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown joint replacement procedure on (B)(6) 2020 and the barbed suture was used. During surgery, the suture broke. A like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one open sample of product was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle appeared to be by the use of a surgical instrument. The suture was examined and no breakage suture was found. However, body fluids on some barbs were noted and one side of the fixation tab was broken. The product contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no suture breakage was found.